Event description:
In 2009, a doctor reported that a veneer placed with nx3 on a patient had fallen off 2-3 weeks after placement.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The patient also had another device explanted.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.